Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported the device door roller was missing. The device was returned to the biomedical department for a report of, "the pump fell down while the nurse was cleaning it and the roller door is missing, the lever door is broken." There were no reports of adverse patient events or delays in critical therapy while the device was in clinical use. During testing at the user facility, it was noted that the device door roller was missing. No additional information was provided.